Event description:
The customer reported experiencing cgm error 42 with a faulty pump, which occurred three or more times on the same device. There was no adverse impact to the customer's blood glucose level. The customer decided to use mdi as a backup therapy to ensure continuous insulin delivery.